Manufacturer narrative:
The device history record (DHR) review was completed. And this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
The tip detached from an intravascular ultrasound catheter (ivus) being used to image a lesion in an angioplasty procedure. The lesion, located in the circumflex, was 70% stenosed, with no calcification. The physician advanced the ivus through the left main coronary artery into the lesion without problems. When physician attempted to withdraw the device the tip detached and remained inside the pts mid circumflex artery. No attempts were made to retrieve the detached tip from the pt. The rest of the ivus catheter was withdrawn from the pt. Pt was reported to be in stable condition following the procedure.

Event description:
It was reported that the device was explanted after an implant duration of approximately 9.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.